Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Pump did not start: clinical reported cp was inserted in body before setup process was complete. Upon starting the pump it would not start. The rt logs show an alarm #13 motor current spike on pump start. The imc logs show that priming was completed. There was no placement signal reading before pump start attempt. The cause of the issue was determined to be use related as clinical details reveal pump was inserted prematurely prior to completion of setup. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
Additional information was received, and the h6 medical code was corrected from a141204 to a141203.

Event description:
The complainant reported that a was implanted with an impella cp device for mechanical circulatory support. It was reported that the device was inserted into the patient's body before setup was complete. It was noted that the device would not start. The impella cp was removed and successfully replaced with a new impella cp. No patient harm was reported in relation to this event. Additional information regarding the impella cp and the final patient outcome was not available in the complaint record accessible for MDR assessment at time of reporting.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.